Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that during a cryoablation procedure, the polarmap circular mapping catheter (boston scientific corporation) was stuck in the left inferior pulmonary vein (lipv) and was unable to be removed. An open chest surgery will be performed for the catheter to be removed. Additional information was received, and it was reported that the outcome of the adverse event was improved. Two hours after submitting the complaint report, the catheter that was entangled in the pulmonary vein could be removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).